Event description:
It was reported that during a fistula procedure the catheter balloon burst & then separated from the shaft. The balloon material was still on the guide wire & easily removed by inserting a sheath over the guidewire, encapsulating the balloon. A replacement catheter wasn't necessary as the procedure had been completed when the event occurred.